Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 1 of 2: other mfg report # - 1651501-2017-00008. It was reported that the patient presented with pain and x-ray confirmed a dis association between the glenosphere and baseplate. On revision surgery ((B)(6)) the glenosphere was removed and poly removed. The central screw was confirmed to be fully seated and the peripheral bone/soft tissue was confirmed clear with the peripheral reamer. A +5 concentric sphere was chosen to be implanted and 0mm poly liner was trialed to be the desired tension and then installed. It is unclear why the original glenosphere came apart from the baseplate.

Manufacturer narrative:
Integra has completed their internal investigation on march 8, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: an x-ray submitted confirms the disassociation between the glenosphere and baseplate. The patient was originally implanted with a 15mm baseplate and +2 concentric glenosphere. On revision surgery (B)(6) the glenosphere was removed and poly removed. The central screw was confirmed to be fully seated and the peripheral bone/soft tissue was confirmed clear with the peripheral reamer. A +5 concentric sphere was chosen to be implanted and 0mm poly liner was trialed to be the desired tension and then installed. It is unclear why the original glenosphere came apart from the baseplate. Patient reports no trauma or event that caused the dis association. It is unknown if there was injury or any other traumatic events leading to the discovery of the issue. The device was not returned to austin for failure analysis. DHR review; the complaint report does not include the device lot number; therefore, a DHR review could not be conducted. Complaints history; a review of complaint records showed that since product inception in 2013, (B)(4) complaints have been received for gls-0960-xx glenosphere disassociation, disengagement or loosening. During this period of time, there have been (B)(4) rss surgeries performed. This represents (B)(4) overall failure rate. An adverse trend has been identified. Conclusion: the device was not returned. From previous reports the most probable root cause is the central baseplate screw was not fully seated, which prevented the taper from fully engaging. This failure mode has been duplicated with in-house testing at integra. The disassociation may also be from insufficient impaction during the initial surgery.